Event description:
Clinic notes were received which indicate the patient had a recent significant increase in seizures in (B)(6) 2011. The notes were dated (B)(6) 2011. Attempts have been made for additional information; however, they have been unsuccessful. A battery life calculation estimates 0 years remaining until eri = yes; however, the final system diagnostics performed on (B)(6), 2011 indicate the following: output current = ok, lead impedance = ok, dcdc = 2, eri = no.

Event description:
A battery life calculation performed up to the time of the event showed 1.20 years remaining. The previous battery life calculation of 0 showed the calculation up to the date of MDR submission and was inaccurate for the reported event.

Manufacturer narrative:
Corrected data: previously submitted MDR stated that a battery life calculation indicated 0 years remaining to eos; however, this was not accurate at the time of the event. This report is being submitted to correct this information.